Manufacturer narrative:
Lit ref: https://doi.org/10.1016/j.jsha.2018.09.002. If information is provided in the future, a supplemental report will be issued.

Event description:
Transcatheter closure (tcc) was performed on patients during a study for secundum type of atrial septal defects (asd). Mullins transeptal introducer sheaths were used during the non-surgical patch procedures. Of the 512 patients who underwent treatment, tcc was attempted in 430/512 (83.2%) patients. It was successful in 393/430 (91.3%) patients. The remaining 119 patients underwent surgical patch closure. Twenty patients had failure of non-medtronic device alignment and non-medtronic device embolization occurred in 17 patients. Clinical outcomes reported after closure of the asd, potentially associated with the use of the mullins device included air embolism, bleeding and atrial fibrillation. Other outcomes included cerebrovascular accident, non-medtronic device immediate and late embolisation, and use of blood product.